Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty it was noticed that the inner packaging was torn and the blister was cracked. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found packaging opened. The inner poly bag was found torn at both ends of the stem and the bag had metallic discoloration (black debris) from the taperloc moving in the pouch. The foams have been scuffed, and blister damaged due to the movement of the device inside the blister. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the returned item damage and inner pouch breach is attributed to a heavy impact during transportation and handling as the device was packaged to pre-defined specification when manufactured in accordance with the manufacturing history records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.